Manufacturer narrative:
Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for cracked barrel with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of cracked barrel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked barrel. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was failure of product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "blood was not drawn during blood sample, and when checking the product, the hcp found a crack on the barrel."